Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe failed to cut and sounded different than usual during a procedure. The procedure was completed without replacing the product. No patient harm. The aspiration functionality is unknown.

Manufacturer narrative:
Additional information provided. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. One opened probe was received with a tip protector in a bubble. The complaint sample was visually inspected and found non-conforming with an o-ring seen through the aspiration hole. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and was non-conforming for actuation and cut. During the aspiration and actuation testing a noise was heard. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, the cutting edge, and several other locations along the inner cutter. Three o-rings are present in the engine assembly. The complaint evaluation confirms the probe had a cutting failure and an abnormal sound. The evaluation also indicated that the probe had an actuation issue. The root cause for the cutting and actuation issues, as well as the observed noise, is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will impede the actuation of the inner cutter over time and will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The evaluation confirmed that there were three o-rings present in the rear housing, which is non-conforming; there should only be two o-rings present. The impact of the extra o-ring could not be determined from the investigation performed. No action is being taken related to the functional non-conformances of the returned sample as it appears that the cut and actuation issues, as well as the observed noise, were due to excessive use of the probe by the user. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to minimize the potential for the placement of the extra o-ring in the probe engine rear housing. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. No further actions are required. The manufacturer internal reference number is: (B)(4).